Event description:
It was reported that, "lag screw broke in the middle of the screw. Pt was walking, standing normally, and lag screw broke." Pt was revised.

Manufacturer narrative:
Device not returned. No eval will be performed. If the device or add'l info is received it will be reported on a supplemental report.